Event description:
The customer reported that the unit has error codes messages of data acquisition (da) pcba adc failed; machine and proximal pressure sensors failed and auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.